Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that an healthcare professional (hcp) tried and couldn't get it in (not being able to fit the lead into the implantable neurostimulator ins). The patient was then referred to another hcp. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event. [***refer to pe (B)(4) for information related to frayed antenna cord***]